Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 5:30 am, the patient reported her daughter could not understand what she was doing [presumed to mean erratic behavior] and called emergency medical services (ems). An unspecified time afterward, the patient lost consciousness. Upon arrival, ems performed a bg which was 30 mg/dl but the patient¿s cgm displayed 298 mg/dl. Ems treated the patient with glucose and the patient regained consciousness. Once alert, ems instructed the patient to ingest a peanut butter sandwich and orange juice. It was not confirmed if the patient was transported to the hospital. At the time of the report, the patient was recovering at home with her daughter. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.